Event description:
Related manufacturing report: 2017865-2025-12819. It was reported patient presented remotely. The patient's right ventricular (rv) lead exhibited a change in polarity due to noise which caused it to have increased capture threshold and higher outputs. This caused the patient's pacemaker to exhibit premature battery depletion. The pacemaker was explanted and replaced. The rv lead remained implanted. Patient was stable.